Event description:
The customer reported that the cine function was not operating. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The boards and connecters were reseated and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.